Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that the device had a broken connector pin. (B)(4).

Event description:
It was reported that a pin broke on the implantable neurostimulator recharger (insr) charging port which was missing off the desktop charger (dtc). In addition, the antenna appeared to be damaged as well. The patient was unable to recharge and was currently discharged at the time of this report. Indication for use included post laminectomy pain, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.